Event description:
According to the reporter, following a laparoscopic roux-en-y gastric bypass procedure, while on fundus, the patient was re-operated to stop the bleeding. There was an increase in blood loss that require blood transfusion. The patient hospitalization was extended for two days. The doctor applied numerous clips and there will be an additional operation performed to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.